Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Two suture pieces that pertain to product code w4843 were received for analysis. Additionally, a photo was provided, and with the same condition as the received sample. During visual inspection of the returned sample, the suture pieces were examined, and the extremes were noted to be broken. In addition, body fluids were noted along the strand. As per the condition of the returned sample, the functional test could not be performed. The instructions for use do contain the following: caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that the patient underwent a arthroscopic shoulder stabilization procedure on (B)(6) 2024 and suture was used. The suture was broken when the surgeon attempted to sew the skin. Changed to another one to complete the surgery. There was no patient consequence reported. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/20/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.